Event description:
A confirmed pump motor stall with motor stall recovery was reported. The length of time the motor was stalled was not provided. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)